Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and loss of capture. Due to this, the patient has been experiencing dizziness and feeling tired. Further evaluation of the patient was discussed. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and loss of capture. Due to this, the patient has been experiencing dizziness and feeling tired. Further evaluation of the patient was discussed. It was decided to explant and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1: initial reporter phone information was corrected from the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6: explant date additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and loss of capture. Due to this, the patient has been experiencing dizziness and feeling tired. Further evaluation of the patient was discussed. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed.